Event description:
It was reported the epg (external pulse generator) has intermittent capture. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis could not confirm the customer comment. Analysis did find that the lower/upper cases, side bail covers and battery drawer were broken. The battery contacts were compressed and the ring cover was contaminated. The ring was bent.